Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site was able to get the third part instrument out of the tracker and the tracker was put back into the set. There have been multiple cases since then without any tracker issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The tracker had etching and would still verify if an instrument could get through it. The procedure was completed by switching to a different tracker.

Manufacturer narrative:
The tracker has not been returned for analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the grey tracker was damaged when it was used with a third-party instrument. There was a delay of less than 1 hour to the procedure and no impact to patient outcome as a result of this issue.